Event description:
Customer stated, "smelled something burning and then looked down and saw the flames shoot out of the cord" the product was returned for investigation. The product was approx. 44 years and 3 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator observed a cord split near the strain relief. This was the source of the flame the customer described. Additionally, the investigator observed that the pad was bunched and had bent leads, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The customer did not claim any injury.